Event description:
The customer contacted baxter's service center regarding a system error 2240 and system error 2367 which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient line did not separate from the transfer set. The patient had not initiated therapy before connecting. A dummy tummy was not in use. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or an assist device. A supply bag had disconnected. The technical service representative (tsr) explained the alarm and told the patient to disconnect and discard the supplies. The tsr told the patient to call his registered nurse regarding the alarm and any missed therapy. Proper procedures were reviewed and the patient would complete therapy manually. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the patient had spoken with his primary nurse about this incident and proper procedures. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed, based on the customer report. However, the root cause could not be determined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.